Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and air bubbles in the reservoir/tubing. Blood glucose level at the time of the incident was 269 mg/dl. There was an instance when the reading rose to 600 mg/dl. Customer stated they had syringe as a back-up plan. Blood glucose level at the time of the call was 84 mg/dl. Customer was unable to complete troubleshooting for the high readings and air bubbles. The infusion set was not returned.